Event description:
Patient had one integrity bare metal stent (2.50mm x 14mm) implanted. Approximately 33 months post index procedure, the patient expired. Cause of death is unknown.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure ¿ (death). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (death). (Root cause could not be determined). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).